Event description:
It was reported that a patient got no therapeutic benefit on her right side. It was stated that stimulation was intermittent and there no therapeutic benefit for incontinence or pain. About 5 months later it was reported that since the patient has gotten a new implant on the right side she has not gotten the same response or results as she did with her first implant on the left side. It was stated that about every 4 months the patient would feel an 'electric feeling' for a short time, but it was not the same feeling as stimulation. The patient felt pain all around the pelvic area and bladder. The patient had spasms in her bladder which stimulation helped with, but the pain was still present. The patient suffers from interstitial cystitis (ic) and has had it for 27 years. The patient was unable to make adjustments with the programmer, and did not use it for 'a while.' It was reported that the patient was unable to urinate and went to see her doctor. At the doctor's office the patient was re-programmed and able to pee, but still had pain around the pelvic area. It was stated that the patient had spasms. It was unclear if this was referring to the bladder spasms already reported, or if she had different spasms too. It was noted that the patient was going to have knee surgery in (B)(6). Further information has been requested. If more information becomes available, a follow up report will be sent. Loss of therapeutic effect, intermittent stimulation, etc. Was previously reported in manufacturer report #3004209178-2012-08139 but pertains to this event.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3093-28, lot# j0309473v, implanted: (B)(6) 2003, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4).